Manufacturer narrative:
Patient code:labeled. Device code: tear in device, unlabeled. H6: results: visual inspection of the returned product showed that one lens haptic was missing. Surgical residue/debris on product. Complaints of this nature are being investigated under (B)(4).

Event description:
Surgeon implanted a aa4207vf silicone lens. The lens split upon insertion into the eye. The lens was removed. No patient injury.